Manufacturer narrative:
(B)(4).

Event description:
The pt stated that he had "optimal therapy" when he was in the hospital for two weeks after implant. Since then he experienced symptoms of headaches, nausea, stomach pain and increase spasticity which started in (B)(6) 2011. He has had several dosage adjustments with add'l symptoms of numbness and tingling and "lethargic legs." In (B)(6) 2011, he felt an increase in spasticity, nausea and dizziness. He stated that there a shocking sensation noted after he used his cell phone. See MFR's report #3004209178201104100 for report on pt's stimulation device. In (B)(6) 2011, the pt felt electrical shock sensations under his pump at random times. It was unclear if this sensation was related to the pt's stimulation therapy or pump therapy since he has both systems implanted. He stated that this sensation made him make a high pitch noise. The shocking sensation was happening every 15 mins. He felt itching in his fingers, penis and lips. He also had a burning sensation in his heart and had difficulty walking. The pt could "create" the shock sensation by applying pressure on the pump site. The pt felt that the pump "was defective." The pt was admitted to the hospital on (B)(6) 2011. There were no pump alarms. A catheter dye study without problems; there was dye coming from the catheter. Imaging was performed without problems and the catheter was noted to be in the correct location. The pt was afraid to be discharged home from the hospital due to his "sickness" and the shocking sensations. The pt was told by his physician that there was nothing wrong with his pump. He felt that he was "sick" at least once a week. The physician planned to either move the pump to a different location since there was nothing wrong with the pump, or replace it. The pump was replaced (B)(6) 2011 because "it was malfunctioning"; it would overdose the pt, then the pt would have withdrawal symptoms. Following the pump replacement, the pt experienced a return of symptoms: nausea, pruritus, and somnolence. The medication being delivered via the device was lioresal.